Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer reused/refilled the cartridge. Tandem technical support educated the customer regarding the loading process. Customer reloaded the same cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin.